Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: the last basal delivery was on (B)(6) 2016 with no unusual power on reset (por) events observed in the black box. There was no damage found to the returned battery cap; the battery cap secured tightly to the pump. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump¿s cover was removed; no intermittent conditions were found to the printed circuit board. There were no power interruptions that occurred during the investigation. The reported ¿no power¿ complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was observed to be cracked at the case seal. A dim and reddish display contrast was also observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.